Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open neurosurgery procedure, during subcutaneous closure using a running suture technique, the thread of suture broke. They opened a new device to resolve the issue in order to complete the case. There was no patient injury.